Event description:
It was reported that the patient underwent a revision surgery involving their inflatable penile prosthesis (ipp) due to a supersonic transporter (sst) deformity. The stt deformity developed due to the continuous dilation of the corporal tissue over a long period of time. This ultimately resulted in cylinders that were too short. The surgeon removed the existing ipp and replaced it with a new ipp consisting of longer cylinders. The surgeon also performed a distal tip redilation. The patient was reported to be doing well after the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Updated to reflect additional information. The implant date was recorded.

Event description:
It was reported that the patient underwent a revision surgery involving their inflatable penile prosthesis (ipp) due to a supersonic transporter (sst) deformity. The stt deformity developed due to the continuous dilation of the corporal tissue over a long period of time. This ultimately resulted in cylinders that were too short. The surgeon removed the existing ipp and replaced it with a new ipp consisting of longer cylinders. The surgeon also performed a distal tip redialation. The patient was reported to be doing well after the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the explanted ipp was implanted on (B)(6) 2009.